Event description:
It was reported that the patient presented for a routine generator change procedure. Prior to the procedure, the right ventricular (rv) lead exhibited extracardiac stimulation, low pacing impedance and unspecified oversensing. As a result of the oversensing pacing was inhibited. Clavicular crush was suspected on the lead insulation. The rv lead was capped and replaced successfully on (B)(6) 2025. The patient condition was stable.